Manufacturer narrative:
Concomitant: 407645 lead implanted: 2010-(B)(6); ddbb1d1 ICD implanted: 2015-(B)(6).

Event description:
It was reported that t-wave oversensing (twos) was observed on one or two random beats. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.